Event description:
It was reported that the fluid warming device's lcd was not working. No patient injury or adverse affects were reported.

Manufacturer narrative:
Other text: the device was returned with a corroded drain fitting, a cracked tank cover, a worn plate clip, a bent micro switch, and a faded line cord. The (lcd) was missing pixels, due to a faulty (pcb) printed circuit board. Faulty and damaged components were replaced. Preventive maintenance was performed, subsequently. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5 and e4 are unknown.